Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the device activity log does show occurrences of lead errors; however, this is an indication of poor coupling between pads/monitoring electrodes and the patient. It is noteworthy to mention the electrode pads, monitoring electrodes and the ECG cable used at the time of the reported event were not returned to zoll for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.